Event description:
It was reported on (B)(4) 2012, a navigation coolpath duo ablation catheter from st. Jude medical inserted in an artisan catheter was used in a af ablation procedure. A pvi, roofline and endocardial mitral isthmus line had successfully been ablated in this procedure. While ablating in the coronary sinus, a perforation occurred. Cardiac surgery was performed to successfully repair the tear in the coronary sinus. Pt was transferred to ICU, in stable condition.

Manufacturer narrative:
There were no product malfunctions reported. The artisan navigation catheter performed as intended to navigate and facilitate delivery of the st. Jude therapeutic ablation catheter. All artisan catheters are tested for performance prior to release. The artisan catheter does not provide energy for ablation. Based on the info and statement by the physician, (B)(6) is reporting this case. Device was discarded at the time of the procedure and was not retrievable for investigation.